Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen became cracked and non-functional. There was no reported impact to customer's blood glucose level. The customer declined troubleshooting and follow up from tandem technical support. Reportedly, customer reverted to manual injections for insulin therapy.